Manufacturer narrative:
Samples from the 3 lots of similar product were returned to hollister for analysis by the patient. The products ((B)(4)) were tested for co-efficient of friction (cof) and all catheters were found to meet the cof specifications.there were no dry catheters noted in the returned samples.

Event description:
It was reported by the user that the vapro catheters were too dry causing small injuries to his known urethral stricture. He now has a urinary tract/kidney infection and was given antibiotics by his doctor for treatment. He has stated that he is prone to urinary tract infections.